Event description:
Compalinant alleged that during a routine shift check by a clinician, the device would not power on. The complainant indicated that there was no pt involvement in the reported failure.